Manufacturer narrative:
Smith & nephew, medical ltd. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by smith & nephew, medical ltd.

Event description:
It was reported that the products does not absorb well and requires changing within the 7 day wear time. It was also noticed that the wounds are macerated and taking longer than they usually take to heal.